Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized with diabetic ketoacidosis due to high blood glucose on (B)(6) 2018 with blood glucose of 500 mg/dl. Customer alleged the pump for under delivering and motor error. The customer was wearing the insulin pump during the hospitalization. The device is expected to be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08725 inches. No under delivery anomalies noted. Unit was received with minor scratches on case, pillowing keypad overlay, cracked retainer, corroded battery tube and minor scratches on lcd window.